Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
A consumer reported that the patient was currently receiving the following medications via their implanted intrathecal pump: baclofen (dose rate: (B)(6) mcg/day), fentanyl (dose rate: (B)(6) mcg/day, clonidine (dose rate: (B)(6) mcg/day), and morphine (dose rate: (B)(6) mg/day). Drug concentrations were unknown including drug lot number and manufacturer/type of baclofen. The indication for use regarding the pump was non-malignant pain. The patient missed a scheduled refill. The reporter was hearing a two toned alarm and the patient was due for a pump refill. The alarm was occurring since (B)(6) 2015. The sound heard was described as having been consistent with synchromed pump alarms. It was noted that the patient's healthcare provider's (hcp) office was shut down by the dea and the patient has not been able to find a managing hcp. The patient had called the hcp office for his records and was informed the office did not have access to them as they were seized by the dea. The hcp office instructed the patient to visit an emergency room (ER). The patient currently did not have a managing hcp. Physician listings were provided and the reporter planned to contact the list of physicians provided. The patient was noted as not experiencing symptoms, however the patient was having a panic attack about going through withdrawal though withdrawal had not actually started yet. The patient was considering visiting an ER as needed once he starts to experience withdrawal. No further information was available. Additional information requested included what steps taken to resolve the issue and event outcome. On (B)(6) 2015 additional information was received from a consumer indicated the patient was receiving intrathecal baclofen 400 mcg/ml (dose 314.46 mcg/day, 16.27 mcg bolus), fentanyl 1,500 mcg/ml (dose 1,179.2 mg/day, 61 mg bolus), clonidine 500 mcg/ml (dose 393.07 mcg/day, 20.34 mcg bolus), bupivacaine 25 mg/ml (dose 19.654 mg/day, 1.017 mg bolus), and morphine 4 mg/ml (dose 50.313 mg/day, 2.603 mg bolus). The pump's indication for use (IFU) was listed as non-malignant pain. The patient's pump was completely out of medication and he was trying to get someone to help him. It was noted he was "already done with alarm" and his last "cc" was gone. No one was willing to inject the medications into the pump. It was further reported the patient's health was deteriorating. It was reiterated the patient's hcp's office was closing and he was not able to get a refill. The patient's scheduled refill was for (B)(6) 2015 and his last 2 cc's were gone on tuesday (B)(6) 2015. The patient had an appointment with the doctor on (B)(6) 2015 at 1, but they did not take his insurance. The patient was worried about going into withdrawal. No interventions were mentioned. Non reservoir drugs reported was oxycodone 20 mg 4 times per day. It was also reported the patient gets four extra shots (boluses) per day. When the patient went to the hcp last week they did not give him anything.

Event description:
Additional information was received from a consumer. As of (B)(6) 2016 the patient's pump was still alarming and there had not yet been any resolution. The patient continued to seek a new physician.

Event description:
Additional information later received reported that the patient wanted a company representative (rep) to meet with him because he was having issues with the doctor. He wanted the rep there to talk to the doctor. It was noted the hcp was bullying the patient. He was trying to detox me and remove the pump. He never asked the hcp to do this and he was taking these steps on his behalf. The hcp was offering him other medication and he just wanted to remove the pump. His pump was due for a refill on (B)(6)2016 and he was going to have his primary care provider (pcp) help him find another hcp and would not go back to his current doctor. On (B)(6) 2016 it was additionally reported by a consumer that the patient was going to fire his current physician and needed a refill physician by (B)(6) 2016 to fill his pump. The patient had called over 70 physicians and was trying to get help.

Event description:
Additional information was received from a consumer. The patient was diabetic. The event date was 2015. The patient had been into the healthcare professional's (hcp) office and stated he was being judged and treated "like a junky." The pump refill was supposed to occur on (B)(6). The patient told the hcp he will not be back. The patient was given a cup for a urine test. The patient did that at his first appointment. The alarm was going off in (B)(6) because the physician office was closed. The pump ran dry. The patient went to two hospitals and "everyone refused to look at the pump" and the patient was "treated like a junky."